Event description:
Healthcare professional reported a right side capsular contracture baker grade IV. Healthcare professional also reported "baker IV capsular contracture and painful hardening breast implant." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Additional observations: observed total delamination on the valve assessed as adhesive failure. No further actions are required since no manufacturing issue is observed.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV, painful, and hardening. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05apr2024.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV. Healthcare professional also reported "baker IV capsular contracture and painful hardening breast implant." Device has been explanted.